Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 01/24/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did a piece of the broken needle fall inside the patient? If so, what was done to retrieve the broken piece? According to the feedback of the sales representative, all the above answers are unknown. Was there any additional tissue damage as a result of searching for the needle piece? How long was the operative time prolonged? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Were there any patient consequences?

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2021 and suture was used. During use on the patient the needle broke at the end when sewing during the surgery. Another like device was used to complete the procedure. The operative time was prolonged. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did a piece of the broken needle fall inside the patient? If so, what was done to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? How long was the operative time prolonged? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Were there any patient consequences? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.